Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed the press-fit metal pin was missing. The returned product included the metal back and poly bearing surface that are joined together by a dovetail. Visibly, the part shows wear in the form of scratches and scuffs. The manufacture date is 2009, but the number of uses for the returned part is unknown. There are no visible indications that manual disassembly of the pin was attempted. There are several related complaints also originating from (B)(6) loan kit inspection. Based on these observations, the root cause of this issue is likely attributed to wear out. The need for corrective action has been indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pin retaining pin holding the two halves of the trial has come out. Retaining pin was not returned to engineering.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. A complaint database search finds no additional reports against the provided product and lot combination. A further search of the complaint database found additional reports of disassembled press-fit pin components. A previous review of similar failures found the root cause to be attributed to product wear out due to heavy usage. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. A complaint database search finds no additional reports against the provided product and lot combination. A further search of the complaint database found additional reports of disassembled press-fit pin components. A previous review of similar failures found the root cause to be attributed to product wear out due to heavy usage. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation. The investigation has been reopened due to receiving device for evaluation. Depuy will notify the FDA when the investigation is complete.